Event description:
Rec'd an electronic report from a peritoneal dialysis pt of an event that occurred to her. The initial report stated air coming out of tube and tube not filling. The pt was contacted for add'l info as well as the clinic that the pt attends and it was learned that the pt had been hospitalized with peritonitis. The pt also reported she was treated for peritonitis for 8 days in the hosp. The organism was reportedly a waterborn bacteria according to the pt. The pt stated that an investigation was performed by the facility due to recent elevation of infection. It was learned that the possible source of contamination could have been caused when the pt pulled the stem from the antibacterial soap dispenser for refilling the liquid soap. The pt has been instructed to no longer refill the soap dispenser, but to throw away once used and to use a new sterile bottle of antibacterial soap. The pt was treated intraperitoneally for this event with antibiotics and has reportedly recovered from this event. The pt was discharged and has not reported any further ill effect related to this incident. A sample is available for an eval. This pt is able to continue peritoneal dialysis as ordered.